Event description:
Revision surgery - the patient had a revision of a reverse shoulder prosthesis on (B)(6) 2012 after a fall and dislocation of the prosthesis. The original reverse shoulder prosthesis was performed on (B)(6) 2011. The patient recently dislocated again. As a result, the surgeon decided to increase the size of the glenoid and constrained liner.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 11 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a significant adverse event to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the 24th complaint for this part number: nine due to dislocation, six due to infection, three for stability/poor joint issues, two due to trauma, one malpositioned, one for wear, and one revision. This is the first complaint for this lot number. The root cause for the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation such as; loose joint from inadequate soft tissue and patient activity.